Event description:
The product was returned with no information. Additional information received reported that the pt experienced infection of the implantable neurostimulator (ins) and extension post-battery replacement. The system was explanted. The pt recovered without sequela. Reference MFR report #3004209178-2010-02986.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.